Event description:
The customer reported that a patient required dextrose 10% to treat hypoglycemia, and blood sugar checks every 30 minutes because 70 cc of insulin infused over 15 minutes when it had been intended to infuse at 5 cc/h. The concentration of the insulin was not provided and no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.